Manufacturer narrative:
Other: non-union. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent a surgery due to degenerative spine. The patient was implanted with rods, screws and set screws. The rods that were implanted were manufactured by globus. The patient did not achieve fusion. So, the patient underwent t9-pelvis revision surgery. During this revision surgery, when the rods were being removed, the set screw seemed loose. The products were explanted completely and were discarded. No patient complications were reported after the surgery.